Event description:
The customer reported that only the monitor turned on. The main frame did not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.